Event description:
A customer from (B)(6) reported to biomérieux a trend of false susceptible icr (inducible clindamycin resistance) results for multiple staphylococcus isolates in association with the vitek® 2 ast-p584 test kit. The customer reported that the initial test with ast-p584 for clindamycin and icr was negative, while testing with kirby-bauer showed a positive d-zone. The customer reported seeing this trait even if erythromycin was susceptible. The customer stated that clindamycin was first reported as susceptible and then changed to resistant on the detection of icr by disk diffusion, and reported one day later. The customer reported that the patient was not harmed or treated incorrectly. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) reported false susceptible icr (inducible clindamycin resistance) results for multiple staphylococcus isolates in association with the vitek® ast-p584 test kit. An investigation was performed. The customer submitted three (3) staphylococcus aureus isolates for inducible clindamycin resistance (icr) test evaluation, in which the ast-p584 card gave negative icr test results for all three (3) isolates, and the d-test was positive. Identification of all three organisms was confirmed. Testing included both the customer lot and a random lot of the ast-p584 cards. D-test, the reference method for the icr test, was also performed. For all three (3) isolates, positive icr test results were obtained on all card runs. The d-test was also positive. Therefore, the vitek 2 ast-p584 cards performed as expected, and no further action is necessary.